Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The 8mm x 1.20mm emerge balloon catheter was advanced into the lesion. Inflation was performed twice to 18atms. During the third inflation, the balloon ruptured at 18atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed.(B)(4).